Manufacturer narrative:
A boston scientific engineer reviewed the data and discussed that it was confirmed that the device battery is experiencing a higher drain causing the monitoring voltage to decrease to 3.08 volts from 3.11 volts. The increase in power consumption began on may 4, 2010. All other parameters were within normal limits. However, it could not be determined through the data analysis as to why the increase in power consumption was occurring. It was recommended to intensify patient follow ups to monthly as the estimated longevity for this device may not be reliable. This ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) has undergone radiation therapy. It has been observed that after the radiation therapy, the battery consumption has increased significantly. No adverse patient effects were reported. A save to disk was performed and sent to our internal engineering department for evaluation.